Event description:
It was reported that deflation issues, removal difficulty and device detachment occurred resulting in surgery. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was deployed. However, the balloon only partially deflated and retracted halfway into the catheter, while its distal portion remained inflated. With the balloon still left in the stent, it was unable to be completely removed. The patient turned very ischemic while the balloon remained inflated. Despite multiple attempts to go up and down on the stent balloon, the encore 26 inflation device was unable to achieve full deflation. An attempt to use a double-wire technique was made to deflate the affected portion of the balloon. The distal tip of the stent catheter was then cut, and a guide extension was placed over the catheter; but the extension could not be advanced outside the guide catheter. Additionally, the physician held retraction on the stent catheter and wire, when the catheter fractured distally. Following an attempt to pull the wire and the entire complex out, the wire came back, and position was lost. Without a guidewire in place, a snare was then used to try to retrieve the balloon. Balloon fragment removal was attempted for an hour and half before sending the patient to surgery. The patient was taken for bypass surgery, during which the balloon and cut distal tip of the stent catheter were successfully removed. Upon retrieval, it was noted that the distal portion of the balloon remained inflated. At the time of reporting, the patient was stable, remained under monitoring, and had not yet been discharged following the surgery. No further issues were reported.